Event description:
Event description boston scientific crm received information that this right ventricular lead exhibited impedances over 2500 ohms and thresholds over 6.5v. During a revision procedure, the lead was successfully repositioned with impedances of 780 ohms and thresholds of 0.6v. No adverse patient effects were reported.